Manufacturer narrative:
The stability of a hip arthroplasty is dependent on the positioning of the femoral stem and acetabular cup components. As the subject device does not dictate the position of either of those components, and there is no additional information to implicate the subject device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient was revised for instability.

Event description:
It was reported that patient was revised for instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.